Event description:
It was reported the pump displayed the low/replace battery alarm just after the patient had replaced the battery and primed the pump. There was no damage to the battery cap or compartment. There was no adverse event associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.